Manufacturer narrative:
The patient information was not provided.

Event description:
The customer, from a fire department, stated a blood test was run on two contour ts meters and the readings were 14 and 62mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.